Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. Device problem (B)(4) captures the reportable event of foreign material present in device. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was examined during an inventory on an unknown date. According to the complainant, during the inventory, a long dark hair was noted inside the sterile unopened pouch. Reportedly, the inner seal package of the device was not compromised. There was no patient or procedure associated with this event.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. Device problem code 2944 captures the reportable event of foreign material present in device. Visual analysis of the returned device revealed that the device was received in a sealed pouch and the sterile barrier was in good condition. The visual assessment identified a foreign matter (hair) inside the pouch. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. An investigation was opened to address the failure of foreign matter inside the sealed pouch issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was examined during an inventory on an unknown date. According to the complainant, during the inventory, a long dark hair was noted inside the sterile unopened pouch. Reportedly, the inner seal package of the device was not compromised. There was no patient or procedure associated with this event.